Event description:
It was reported that the reactiv8 system was explanted because the patient believed she was allergic to the ipg. However, there is no evidence that the ipg caused an allergic reaction in the patient. The patient did not report a nickel or titanium allergy prior to the implant procedure. There has been no report of an allergic reaction after implant to the treating physician. During the explant procedure, no abnormal tissue was noted. There was no mainstay medical representative present at the time of the explant. The device was discarded at the hospital site.

Manufacturer narrative:
Mml reference #: (B)(4). B2-other: alleged allergy to nickle. Other device explanted: model: 8145, description: stimulation lead, serial numbers: (B)(6) UDI: (B)(4). The device history record was reviewed, and no non-conformances were identified during the device's manufacturing process.

Manufacturer narrative:
Mml reference #: (B)(4). B2-other: alleged allergy to nickle. Other device explanted: model: 8145. Description: stimulation lead. Serial numbers: (B)(6) / (B)(6). UDI: (B)(4).

Event description:
It was reported that the reactiv8 system was explanted because the patient believed she was allergic to the ipg. However, there is no evidence that the ipg caused an allergic reaction in the patient. The patient did not report a nickel or titanium allergy prior to the implant procedure. There has been no report of an allergic reaction after implant to the treating physician. During the explant procedure, no abnormal tissue was noted. There was no mainstay medical representative present at the time of the explant. The device was discarded at the hospital site.